Event description:
Biomed reported that there was an overinfusion on the as50 pump. Reportedly, the pump was configured differently than the other pumps. The ml/min mode was the first mode to be displayed, instead of the ml/hr mode.